Event description:
(B)(4) MDR - after an implantation period of approx. 47 months ventricular oversensing was reported. During the replacement procedure the physician noted possible insulation damage on the atrial lead. The atrial lead was also replaced and the leads were returned to biotronik for analysis.

Manufacturer narrative:
The lead under complaint was returned and subjected to an extensive analysis. Upon receipt, the linox smart was found cut approx. 16.5 cm distal to the is-1 connector pin into 2 segments which were both available for analysis. Multiple signs of wear along the lead fragments were noted. In particular between 15 cm and 13.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause for the rv oversensing reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with the nearby lead, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. The subsequent analysis of the returned nearby lead showed calcifications, corroborating the assumption of limited flexible movement as calcified tissue impacted the intracardiac maneuverability of the leads in the implanted state. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.